Event description:
It was reported that the tubing was blocked. Two incidents, one device returned. No patient complications were reported.

Manufacturer narrative:
Device has not been returned for evaluation.